Event description:
"Patient admitted for eeg monitoring via grid. Upon assessment, it was noted that electrodes on the outside of the body had wires protruding out of rubber covering. This was discovered after eeg monitoring had been discontinued. Neurosurgery, notified of protruding wires." 3mm, 5mm, and 7mm electrodes were used. None of the electrodes or packages were saved from surgery. The product number for the 5mm is rd10r-sp05x-000 and the 7mm is rd10r-sp07x-000. The ref number for the 3mm is not known.